Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll for investigation on 06/02/2016. A DHR review for s/n (B)(4) found no previous complaints related to this event. During the visual inspection, both patient restraint wires were broken off, thus confirming the reported complaint. Also observed the front and bottom enclosures were damaged. The autopulse 1.5 is a reusable device and was manufactured in february 2008. The physical damage found is a characteristic of normal wear and tear of the device. The archive data results showed several user advisory (ua) 45 (not at "home" position after power-on/restart) error messages between 05/21/2016 and 05/27/2016. Therefore confirming the reported complaint. Upon powering up the device during functional testing the autopulse displayed user advisory 45. In summary, the reported complaint of the autopulse displayed ua 45 was confirmed in both the archive data review and during functional testing. The reported shoulder restraints being broken was confirmed during visual inspection. To remedy the ua 45, the drive shaft was rotated back to home position and the front cover was replaced to resolve the broken shoulder restraints. The observed front and bottom damaged enclosures were replaced. The autopulse passed all final test criteria.

Event description:
It was reported that during device check the autopulse platform (s/n (B)(4)) displayed user advisory 45 (not at "home" position after power-on/restart) error message. The customer rotated the shaft to home position, however the user advisory 45 would not clear. The customer also reported that the shoulder restraints were broken off from the platform. No patient involved with this event. No further information provided.